Event description:
It was reported that the hemostasis valve was broken and air entered from the valve. The physician completed the procedure using an alternative device. There were no consequences to the patient.

Manufacturer narrative:
We are awaiting return of the device. A follow up report will be submitted upon completion of our investigation. Date report submitted to FDA by manufacturer: (B)(4)2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2009.